Manufacturer narrative:
It was reported that the alarm ¿battery 2 not charging¿ was displayed. The failure occurred during treatment. The mains power is still available and battery 1 is still functioning normally. Therapy is continuing, and the patient has not suffered any harm. No harm to any person has been reported. Information received on 2026-04-01, that the cardiohelp was restarted during treatment. The emergency drive, e-drive, was used to keep the patient stable. The cardiohelp was restarted during treatment, and the e-drive was used. As there was a pump stop during the restart procedure, a report is required. The patient information was requested but could not be provided. A getinge technician was sent for investigation. The batteries were replaced. The cooling element, cooling element cover and battery board were replaced in order to accommodate the new versions of the batteries. The technician performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the technician, it could not be confirmed if the cardiohelp was continuously plugged in to ac mains power while on standby. The affected battery was completely discharged at 0% charge. As no continuous ac power supply was available, the battery were not able to charge. The log files of the reported cardiohelp device were requested from the customer but was not made available for root cause investigation. Additionally according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: no power supply and battery fails caused by e.g.: - insufficient remaining battery capacities. - battery is not recharging (ext. Dc supply too less energy, unstable external dc supply). - battery defective. - too low running battery voltage. - failed battery calibration. The complaint information was transferred to the internal nonconformity process. The nc implements that due to longer standby time of the cardiohelp the battery capacity suffers. This leads to following: - strongly deviating capacity levels of the devices. - batteries locked for charging. - failed battery calibration with 'timeouts'. - excessive self-discharge. - apparently causeless deep discharge. The root cause is a non conformity of the coulomb counting method for determination of the state of charge. The cardiohelp system has two redundant batteries with 2 separated battery slots. The system is capable to operate with 1 battery. The redundant design of two usable batteries and the alarming about defect batteries cause a high level of safety. According to the instruction for use, chapter "check before every use", the user should only start the application when the batteries of the cardiohelp are fully charged and calibrated. The calibration of the batteries has to be performed at least every 4 months as described in the IFU chapter ¿calibrating the batteries¿. If not used during transportation the batteries are a backup power supply for the ac/dc power supply via cable. The review of the non-conformities (nc) has been performed on 2026-04-10. The device was manufactured on 2013-11-26. Following ncs regarding the reported failure were found: nc - battery capacity and charging problem. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "battery 2 not charging" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in germany during treatment. It was reported that the alarm ¿battery 2 not charging¿ was displayed. The mains power is still available and battery 1 is still functioning normally. Therapy is continuing, and the patient has not suffered any harm. No harm to any person has been reported. Information received on 2026-04-01, that the cardiohelp was restarted during treatment. The emergency drive, e-drive, was used to keep the patient stable. The cardiohelp was restarted during treatment, and the e-drive was used. As there was a pump stop during the restart procedure, a report is required. Complaint ID (B)(4).